Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture and difficulty removing the device from the stent appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stents such that the balloon became damaged and subsequently ruptured during inflation. Additionally, the ruptured balloon material likely became caught on the stent, as the account reported that the stent was stretched, resulting in the reported difficulty removing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the right coronary artery (rca). Pre-dilatation was performed using a 2.5 x 30 mm otw trek, then a 4.0 x 38 mm non-abbott stent was implanted in the mid rca and a 4.0 x 12 mm non-abbott stent was implanted at the proximal rca. Post dilatation was performed with the 4.5 x 12 mm nc trek. The balloon was inflated to 12 atmospheres (atm) and a rupture occurred. The device was unable to be removed; therefore, it was removed as a single unit with the guide catheter and guide wire. It was noted that the proximal non-abbott stent stretched, and it was thought that the stent had caught on the balloon as it was removed. The guide catheter, guide wire and balloon were all removed and no portion of the balloon remained in the anatomy. Additional intervention was required to place a third non-abbott stent to crush the stretched stent to the vessel wall. Post dilatation was performed using a non-abbott dilatation catheter. A delay was reported, as the vessel needed to be re-wired; however, no adverse patient effect was reported due to the balloon rupture. No additional information was provided.